Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the physician went up with the versacross, performed transeptal puncture (tsp) with no issues. The versacross was exchanged with a watchman access system double curve (was) sheath in the pulmonary vein. The wire with pigtail was exchanged, and the physician navigated into the appendage. A contrast injection was performed and determined the watchman closure device size. A 35mm closure device was attempted with five deployment and recaptures. The physician exchanged for a 31mm closure device with five deployment and recaptures. The physician then exchanged for a 27mm closure device and attempted three recaptures. A pericardial effusion check was performed, and a circumferential pericardial effusion was noted. The procedure was aborted. All devices were removed from the patient and a pericardiocentesis was performed. The physician removed 300 ml of dull colored fluid and sent the patient to the intensive care unit (ICU) to stay overnight. The patient was stable and did not go into cardiac tamponade or have any clinical impact. It was further reported that pericardial effusion with tamponade occurred.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the physician went up with the versacross, performed transeptal puncture (tsp) with no issues. The versacross was exchanged with a watchman access system double curve (was) sheath in the pulmonary vein. The wire with pigtail was exchanged, and the physician navigated into the appendage. A contrast injection was performed and determined the watchman closure device size. A 35mm closure device was attempted with five deployment and recaptures. The physician exchanged for a 31mm closure device with five deployment and recaptures. The physician then exchanged for a 27mm closure device and attempted three recaptures. A pericardial effusion check was performed, and a circumferential pericardial effusion was noted. The procedure was aborted. All devices were removed from the patient and a pericardiocentesis was performed. The physician removed 300 ml of dull colored fluid and sent the patient to the intensive care unit (ICU) to stay overnight. The patient was stable and did not go into cardiac tamponade or have any clinical impact.